Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "air in line error repeated" was not reproduced. A review of the event history log revealed "air-in-line" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the an out of specification upstream sensor reading. The upstream sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.